Event description:
Additional information indicates the left lead was the one which was explanted and replaced to address the issue.

Manufacturer narrative:
D4: additional device information serial number updated to reflect the left lead '(B)(6)' during processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Further information was requested but not yet received.